Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced diaphragmatic stimulation post-implant related to the left ventricular (lv) lead. Reprogramming was performed and no stimulation was reported. The patient was a participant of the adapt response study. No further patient complications have been reported as a result of this event.